Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of limited stimulation coverage from his scs system. X-ray taken revealed the patient's lead was potentially flipped. Follow-up identified surgical intervention was undertaken and the patient's lead was repositioned. The patient reported receiving effective stimulation postoperative.